Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to protruded or loose drive support disk. Unable to perform the excessive no delivery alarm due to prime anomaly. Scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip, reservoir tube cracked.

Event description:
Customer reported on (B)(6) 2014 she has been going to bed at night with a normal rate and then it climbs at night. Customer stated he doesn't eat at night so customer adjusted basal on the insulin pump. Customer stated his blood glucose was high again when he woke up. Customer's blood glucose was 207 mg/dl. Customer was not sure if the crack had something to do with it. The device had fallen. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.